Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient underwent defibrillation threshold (dft) testing. It was noted that a 26 joule shock was successful, thus the physician opted to continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient presented to the emergency room for a non heart related issue. However a remote interrogation was performed on the implantable cardioverter defibrillator (ICD) which showed high out of range shock impedance measurements of 145 ohms for the right ventricular (rv) lead. It was noted the patient has not received a shock since implant and the physician was considering doing a commanded shock to test the true shock impedance value. Boston scientific technical services (ts) agreed with the recommendation. At this time it is unknown if any further tests were performed and the field representative is attempting to obtain further information. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Additional information was received that the patient underwent defibrillation threshold (dft) testing. It was noted that a 26 joule shock was successful, thus the physician opted to continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Upon interrogation a code displayed indicating there was a shocking lead impedance greater than 145 ohms with therapy delivery. The field representative noted that the right ventricular (rv) lead shock impedance measurement was 109 ohms but had been at 147 ohms at previous sessions. It has trended as high as 170 ohms. Boston scientific technical services (ts) discussed the previous command shock testing done over two years earlier. Ts further noted a remote home monitoring alert from almost one year earlier due to high out of range shock impedance measurements. It was noted the device has not been checked since to reset the alert. The impedance measurement has continued to climb and registered at 175 ohms at the beginning of the year. Ts discussed the risk for truncation of energy and monophasic shock instead of biphasic at elevated impedances and recommended lead replacement.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Additional information was received that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Upon interrogation a code displayed indicating there was a shocking lead impedance greater than 145 ohms with therapy delivery. The field representative noted that the right ventricular (rv) lead shock impedance measurement was 109 ohms but had been at 147 ohms at previous sessions. It has trended as high as 170 ohms. Boston scientific technical services (ts) discussed the previous command shock testing done over two years earlier. Ts further noted a remote home monitoring alert from almost one year earlier due to high out of range shock impedance measurements. It was noted the device has not been checked since to reset the alert. The impedance measurement has continued to climb and registered at 175 ohms at the beginning of the year. Ts discussed the risk for truncation of energy and monophasic shock instead of biphasic at elevated impedances and recommended lead replacement. Additional information was received that the patient came into the clinic and the shock impedance alert was increased to 150 ohms. Ts discussed again to consider a revision procedure. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock imepdance measurement of 125 ohms. The impedance then recovered back to 111 ohms. Boston scientific technical services (ts) was consulted and discussed options including monitoring the patient. At this time the clinic has opted to continue to monitor the patient via the remote home monitoring system. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.